Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported no power event was confirmed via review of the controller log files, which revealed two controller power-up and motor start events on (B)(6) 2016, indicative of a disconnection of both power sources from the controller. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port one and port two connectors found loose from the controller housing. This observation is considered not related to the reported event. The reported no sound could not be confirmed or duplicated at the bench level. All alarms worked as expected; loudness and pitch were no different from known working controllers. The reported no power event can be attributed to a double power disconnect. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address the issue of external connectors that have been found loose. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that patient came to the clinic on (B)(6) 2016, upon interrogation of alarm history and trends patient was noted to have an interruption in data. Logfiles were sent confirming 2 controller power up and associated pump start events on (B)(6) 2016 from (B)(4). Coordinator states patient did not hear an alarm and that this is not the first time this scenario has happened to this patient. The controller exchange was performed and no consequences to the patient.